Manufacturer narrative:
Unit received with missing display window cover, minor scratched lcd window, cracked keypad at select button, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test and lock reservoir in place due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir fell off. The customer¿s blood glucose level was unknown. The customer reported that the reservoir ring was broken and cracked and also it fell off from the insulin pump. The reservoir was not locking in place. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.